Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent was implanted at 16 atmospheres (atm); however, a distal edge dissection was observed. A new xience v stent was implanted for treatment of the dissection. The patient had a good outcome and was discharged. No additional information was provided.